Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. No single use loading unit (sulu) was received. Functional testing was precluded due to the observed condition of the instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The IFU includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemicolectomy procedure, while transacting the colon, the surgeon could not fire the instrument using the six reloads and there was difficulty in loading. A new instrument was used to complete the case. The black pusher thumb piece could not be moved at all. There was no patient injury.